Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for about 30 minutes. At the conclusion of contact with dexcom technical support, transmitter was working normally again.